Event description:
Screw got loose. Tooth #20.

Manufacturer narrative:
Zimvie complaint (B)(4). D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates. That the device may have caused or contributed to the event, an additional report. Will be submitted h3 other text : no item or lot number available.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-03078. The investigation conclusion code was previously reported incorrectly. It has been corrected in this medwatch. The following sections are being reported: h2: if follow-up, what type h6: type of investigation h6: investigation findings h6: investigation conclusions is corrected. H10: additional narratives/data h3 other text : no item or lot number available.

Event description:
No additional or corrected information to report.